Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days ((B)(6) 2023 per timestamp). There were no notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on 19jul2023 stated that it is unknown if the shower bag was properly used. No products will be returned or exchanged. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was taking a shower and got the connectors of the pump cable and the modular cable wet. The patient accidentally disconnected the system controller when trying to wipe the liquid from the connector. The patient immediately connected the pump cable and modular cable. There were no unusual events recorded in the log file event history and the device operated as intended. Related mfrs: 2916596-2023-05400; 2916596-2023-05401.